Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional findings during failure analysis found the instrument grip cable was frayed at the distal pulley area. The cable was frayed but no visible strands were sticking out. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure, the wire had been broken on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.